Event description:
Had silicone implants removed after 18 years due to autoimmune problems. Including thyroid issues, joint pain muscle weakness, hair loss, developed vitiligo. Labs are off consistently. Ferratin high calcium high thyroid always off. FDA safety report ID (B)(4).